Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication refrigerator door would not open despite attempts to recover storage space and power cycling the pyxis unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the smart remote manager had failed and the housing was loose on the side of the refrigerator. A field service engineer (fse) removed the housing, replaced and adjusted the plate adapter, and successfully restored service. The system functioned as intended after the field service engineer repaired the issue.